Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The lot # was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the balloon and shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube was separated 21 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shape, as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There were multiple kinks and bends throughout the entire length of the hypotube. Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. In this case, there were no kinks or bends noted to the sds during the inspection prior to use, which suggests a product deficiency did not contribute to the reported information. It is likely that the shaft was inadvertently kinked and further manipulation of the shaft would have contributed to the shaft ultimately separating. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for hypotube separations for this lot. There is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex with heavy calcification. An attempt was made to load the promus device onto the guide wire; however, the shaft separated outside the patient anatomy, and was removed. Another promus was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.